Event description:
Healthcare professional (hcp) reported patient receiving hemodialysis on a baxter 550 device. Parameters for treatment were as follows: goal weight to be removed was 0.7kg over 3 hours using terumo ee18 with a blood flow rate of 350 ml/min and dialysate flow rate of 600 ml/min. Early in the treatment, device alarmed fl07 and fl08. Two hours into the treatment, device alarmed fl06 and they noticed 1.6kg had been removed which was more than the initial goal set of 0.7 kg. Patient had a decrease in blood pressure and complained of "feeling unwell". Hcp administered approximately 1400cc normal saline over the remainer of the treatment. They turned off the ultrafiltrate controller (ufc) and closely monitored the transmembrane pressure. Treatment was completed without further problems to report. Patient's blood pressure stabilized prior to the end of treatment. Hcp did not know the ultrafiltration coefficient of the terumo ee18 dialyzer being used.